Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2365 on the homechoice (hc) during the initial drain, while the hp was connected. The care giver (cg) stated that there were bubbles in the patient line. The technical service representative (tsr) had the cg cycle the power in order to clear the alarms. The tsr advised the hp to start the therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) connected to a line that was not fully primed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.